Manufacturer narrative:
According to the information received, this case would be related to a vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha 4 is not indicated for this area in the us.

Event description:
Primevigilance notified teoxane of an adverse event on 19-feb-2024. The patient was injected on (B)(6) 2024 with 1.2 ml of rha 4 in the cheeks. The injection was done with a needle. Two days after the injection, on (B)(6) 2024, the patient returned to the injector, displaying a blotchy red and raised cheek. As treatment, the patient was prescribed acetylsalicylic acid (aspirin oral, 325 mg) and received 3 ml (450 u) of hyaluronidase (hylenex). After that, the injector noticed that the capillary refill improved. On (B)(6) 2024, the injector stated that all symptoms had resolved. Based on the information received (treatment used, and capillary refill impacted), a vascular skin disorder could not be ruled out. Therefore, the case was assessed as reportable to the FDA. Despite reminders, no updates were provided about the patient, thus the case was closed as is.

Manufacturer narrative:
Additional information will be added to final report.

Event description:
Primevigilance notified teoxane of an adverse event on 19-feb-2024. The patient was injected on (B)(6) 2024 with 1.2 ml of rha 4 in the cheeks. The injection was done with a needle. Two days after the injection, on (B)(6) 2024, the patient returned to the injector, displaying a blotchy red and raised cheek. As treatment, the patient was prescribed acetylsalicylic acid (aspirin oral, 325 mg) and received 3 ml (450 u) of hyaluronidase (hylenex). After that, the injector noticed that the capillary refill improved. On (B)(6) 2024, the injector stated that all symptoms had resolved. Based on the information received (treatment used, and capillary refill impacted), a vascular skin disorder could not be ruled out. Therefore, the case was assessed as reportable to the FDA. No additional information is available at the time of this report.